Manufacturer narrative:
The philips multivendor replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen became inactive while being serviced and is requesting a replacement touchscreen. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.